Event description:
Pump control and tubing used for arthroscopic distention. Initial setting 120. Dr complained of having a dry knee. After repositioning the cannula many times the pump setting was increased to 200. (Max recommended = 30). Dr complained of extravasation to the tissues and stated he could not continue.